Manufacturer narrative:
Concomitant medical products and therapy dates: pxc141200/14761904 UDI: (B)(4). Pxc141400/14776543 UDI: (B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Specifically, the IFU warns that adverse events that may occur and / or require intervention include, but are not limited to endoleak.

Event description:
On (B)(6) 2016, this patient underwent endovascular repair of a previous endovascular procedure whereby three gore® excluder® aaa endoprostheses contralateral leg components were implanted to treat a distal type b endoleak from a talent stent graft. On (B)(6) 2019, a type 2 endoleak was identified. On (B)(6) 2019, a reintervention occurred whereby coil embolization of the left common and hypogastric artery was performed.